Manufacturer narrative:
The study of xiong chao [1] reports surgeries on 39 hip, in 32 of which an sl-plus stem was used. It is reported, that in one case the patient suffered from deep venous thrombosis after surgery. The part and the batch number of this device are not known. Therefore, the batch record review and a complaint history review could not be performed. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: xiong chao; clinical comparative study of the efficacy of hip resurfacing and total hip replacement; graduate school of tianjin medical university; may 2014, master dissertation

Event description:
Scientific publication, author: xiong chao, "clinical comparative study of the efficacy of hip resurfacing and total hip replacement". It was reported that 1 hip presented lower limb dvt after surgery, involving sl-plus cementless femoral stem. For this complication, low-dose urokinase and low-molecular-weight heparin sodium therapy for 1 week was provided. In this paper were discussed a total of 14 hips